Event description:
On (B)(6) 2012, the patient underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The devices were placed as planned; however, after ballooning with a 32 mm coda at the distal end of the ipsilateral contralateral leg, an extravasation of contrast was seen due to a tear in the ipsilateral common iliac artery. The physician covered the tear with another contralateral leg, intentionally covering the internal iliac artery. The patient tolerated the procedure with no further complications and is doing well. The physician did not identify a cause for the iliac artery tear.

Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications.